Event description:
It was reported that the hl20 roller pump module displayed the error message: "runaway".the pump stopped. No patient involvement reported.

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "runaway". No patient involved. A getinge field service technician (fst) was onsite and investigated the unit in question. The fst troubleshooted the device but the reported error message: "runaway" could not be reproduced. The fst reset all internal board connections and cleaned the carbon brushes of the motor. All functional tests of the machine were performed. After that the machine was handed over to the customer in factory specification. The review of the non-conformities during the period of (B)(6) 2016 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.10.6 adjustment of rpm optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. With reference to the hl20 risk management file the most probable root cause for the reported failure "error message: runaway" could be determined as follows: (un)intended change of pump speed by e.g.: deactivated interventions / override, drift of pressure sensors, by knob, by display setting, wrong flow values (defect or wrong calibration), slave mode (controlled by master). Thus the reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.